Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found distal end defects. Acoustic lens surface is damaged. A gap has appeared on the acoustic lens surface. Stain could enter through the gap furthermore, the following defects/findings during device evaluation were noted: elevator channel plug is deformed. S-cover has discoloration. Control unit has discoloration. U/d (up/down) knob has discoloration. Paint on aw-cylinder is peeled. Paint on s-cylinder is peeled. Due to a pinhole on channel ( ch-tube) , water tightness is lost. Due to damage on ultrasonic cable, the number of missing element exceeds the standard due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Adhesive on a-rubber has a discolored area. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, the play of r/l knob is out of the standard value.

Event description:
Customer sent a device work order with description of "defect " . Device evaluation found distal end defects ( the acoustic lens surface is damaged) . Found gap at the tip adhesive part of the device. Stain entered inside the lens through the gap . There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the tip adhesive detachment likely occurred due to the same cause as other breaks, but it was not possible to determine whether the detachment was due to stress or handling or other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.